Event description:
Oversensing, multiple shocks and an apparent lead fracture were reported and the lead was removed and replaced. It was also reported that the patient had fallen several days prior to receiving the shocks. No further patient complications have been reported.

Event description:
Oversensing, multiple shocks and an apparent lead fracture were reported and the lead was removed and replaced. It was also reported that the patient had fallen several days prior to receiving the shocks. No further patient complications have been reported. A lawsuit alleges the patient "has suffered severe emotional trauma, physical consequences and long continued emotional distrubance" as a result of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary proximal conductor fractured; full lead returned.